Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned. However, a companion sample was received for evaluation. Visual inspection was performed and did not reveal any non-conformity. A gravity test was performed to test functionality and the device passed successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration set was infusing slower than normal. The caller stated the roller clamp was fully open. The caller stated 90ml of stem cells had taken 15 -20 minutes to administer. The caller stated the central venous access was used with good flow. There was no patient injury or medical intervention associated with this event. No additional information is available.